Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus china, there was the possibility that these phenomena were attributed to the followings. The examination lamp could not light up. The examination lamp had reached the end of its life due to repeatedly long-term use or aging deterioration of the printed-circuit board because over twelve years had been passed since the subject device had been installed. The front panel of the subject device blinked; in the case of the only emergency lamp was blinked, there was the possibility that this phenomenon was attributed to the examination lamp could not light up. In the case of the all indicators on the front panel were blinked, there was the possibility that this phenomenon was attributed to the examination lamp could not light up and the failure of the filter turret.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated when the subject device turned on, and the examination lamp could not light up. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for a laparoscopic surgery procedure using the subject device with the video system center (cv-180), it was found that the front panel of the subject device blinked. The user facility replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.